Event description:
Caller reported there was no display on the pump screen, with only a backlight visible, impacting their ability to interact with it. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.